Event description:
It was reported that the patient had a shocking or jolting sensation. The jolting started after a fall in the bathtub where the patient fell right on their stimulator in the pocket area. The fall was thought to be about 3 weeks prior to the report. The patient was checked by a manufacturer representative and the patient noted that their stimulation was on. The telemetry head from a manufacturer representative¿s programmer was placed over the device and it started to shock the patient heavily down their right arm. The patient immediately threw the telemetry head off to stop the shocking. The manufacturer representative had not pushed any buttons yet. The patient did not want to use their programmer to turn their stimulation off. It was noted that ¿impedances within np present¿ because of the patient¿s earlier response. On the or table the impedances were checked in the pocket and the number 3 electrode was over 10,000 ohms. The impedances at the extension-lead connection were checked and they were all fine. The doctor felt that the electrode paddle looked like it was coming out of the extension so the whole system was replaced. After the replacement, all of the impedances were within normal limits. When the lead was removed it appeared that the last electrode had exposed wiring as if it had been pulled out of its coverings. The patient noticed a difference in the stimulation after the fall so it was assumed that the lead wiring issue was a result of the fall. The patient was reprogrammed after the replacement and had adequate coverage of their right arm and especially their hand. The lead was in a cervical placement. The patient was getting effective therapy and appeared to have recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a, lot# lc0106, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID: 3550-09, lot# lc0939, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: accessory. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Product ID 3986a, lot# lc0106, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID 3986a, lot# lc0106, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: lead. Product ID 748951, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: extension. Product ID 3550-09: lot# lc0939, implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: accessory. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the shocking event was found to be in 2013. No further complications were reported.